Event description:
A distributing customer reported a complaint that was filed by a user facility. The user facility stated that a disposable ambulatory infusion system over delivered drug during pain therapy. The flow rate was controlled by a 2-day flow-restricted admin set. The system delivered all of the drug in 24 hrs. Infusion system was from one of two possible lot numbers. There is no report of pt injury.